Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Previously, it was reported that the unit would activate unintentionally. Upon completion of the manufacturer device evaluation it was determined that the device would display a bias current error. The event of the device activating unintentionally was reported in error.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the unit would activate unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the unit would activate unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.